Event description:
It was reported that the pump was on, but the display remained black. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.